Event description:
Pt diagnosed with cellulitis on left knee after wearing knee brace to control arthritis. Wore brace for several hours and redness occurred, the shape mimicing the shape of the tibial pad. Treated with antibiotics topically and then admitted to hospital.